Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed spi to motor pic communication error. The patient¿s blood glucose level was 148 mg/dl at the time of the incident. Customer stated that she got the alarm tried changing the battery and the pump alarmed again. While on the call when rewinding the pump it alarmed off no power and then she cleared that alarmed and it alarmed spi to motor pic communication error again. Customer also mentioned that yesterday her blood glucose was 300 mg/dl, 398 mg/dl, and 425 mg/dl. Customer was able to rewind but the pump alarmed with spi to motor pic communication error again. Customer not able to complete rewind. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify spi to motor pic communication error alarm due to buttons not responding. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.